Event description:
It was reported, "I am a (B)(6) female. I had total knee replacement (stryker) about 3 yrs ago. It was wonderful until I fell on my knee and crushed the patella, which had to be removed. Can I have just a patella replacement? I still have the round disc in my knee which is dislocated."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.